Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a seroma. It was also reported that during a pump refill, the pt had a pocket fill. The pt's symptoms were reportedly over a pump location. At the time that the event was reported, the pt was at a clinic. The pt had not had any over dose symptoms or any other therapy problems. The drug in the pump was not known at the time the event was reported. Additional information has been requested; a f/u report will be submitted if additional information becomes available.